Manufacturer narrative:
Correction: section d9, h6 type of investigation code

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.